Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal product for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed to confirm/identify any reportable failure mode(s). A review of the logs was performed. Per the review, the instrument was used on: system serial - (B)(4), on (B)(6) 2022 for a malignant hysterectomy. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is considered reportable based on the following: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure the synchroseal instrument sparked and stopped working. The operating room staff swapped out the instrument for a backup instrument and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the customer confirmed inspecting the instrument prior to use and there was no issue identified. Also, the operating room staff did not identify any instrument damage after the instrument arced. The customer explained it was more of a "popped fuse than an arc." The cannula was also inspected and no damage was noted. There was no pin gauge used to inspect the cannula. The site explained the arcing occurred at the tip of the synchroseal instrument between the jaws during cauterization of tissue. The customer used the e-100 generator and it was confirmed bipolar energy was activated during use. A monopolar cord was not connected to the bipolar instrument. Per the customer, the instrument was used for about an hour and a prograsp forceps and monopolar curved scissors were used at the time of the arcing event. There was no instrument collisions noted and the jaws of the instrument were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instruments were in contact with tissue when the arcing event occurred, but the instrument did not touch any staples, clips or sutures when it was energized. The surgeon does not know what caused the arcing event and the customer confirmed the instrument was not removed at any point prior to arcing event. There was no reported patient injury nor has patient returned to hospital due to post-operative complications.